Event description:
Four years postoperatively, cardiac catheterization revealed an immobile leaflet. At explant, the leaflets functioned normally. The cause of the leaflet immobility was unknown. A maze procedure was performed and a bioprosthesis was then implanted.